Event description:
Patient was implanted with an isomed implantable constant flowinfusion pump in 1999 for treatment to administer chemotherapy for metastatic or primary liver cancer. The patient presented with fever and swelling at the pocket site. The health care professional reported that the patient had the device explanted in 2000. A culture was taken of the seroma fluid on date unknown and the result were b. Streptococcus. Patient was treated with both IV and oral antibiotics. The infection was resolved.